Event description:
The customer contacted stryker to report that their device experienced their device switched off during ECG. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
As a precautionary measure, it was determined that the power pcba needed to be replaced. However, the customer opted not to proceed with the recommended repair, and as a result, the device was returned to them without undergoing any repairs. The root cause was unable to be determined.

Event description:
The customer contacted stryker to report that their device experienced their device switched off during ECG. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported problem. The device's memory logs confirmed unexpected shut offs. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).